Manufacturer narrative:
Subsequent to the initial report submission, this event was reassessed and determined to be a duplicate of complaint (B)(4), (MDR ref #: 2135147-2025-07390). As a result, this report, (B)(4) (MDR ref #: 2135147-2025-07645), should be retracted. All current and future information related to this event will be documented under MDR ref #: 2135147-2025-07390. Please reference (B)(4), (MDR ref #: 2135147-2025-07390) for all current and future information.

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat severe tricuspid regurgitation (tr). A triclip xtw was inserted and advanced to tricuspid valve. However, it while in the right atrium (ra), it was observed that the clip became caught underneath the tricuspid valve apparatus. Therefore, the clip was retraced in the right atrium and re-sheathed. However, when the cds was pulled into the inferior vena cava, a large pericardial effusion with tamponade developed. The clip was removed from the patient, and the procedure was discontinued. However, the patient died. An autopsy was performed and revealed myocardial abrasions, a torn chordae tendinea where the cds was entangled, and large tear of the right atrial wall extending into the inferior vena cava. The autopsy had a finding of focal thickening of anterior tricuspid leaflet. The cause of death was due to an intraoperative tear of the heart and vena cava. No additional information was provided.